Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy to a patient with an episode of supraventricular tachycardia (svt). At that time the ventricular tachycardia (vt) zone was programmed at a higher rate cutoff (from 125 bpm to 145 bpm) to prevent inappropriate therapy. Five months later, guidant received additional information that the patient presented to the ER after a sycopal episode of vt below the rate cutoff..